Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle was confirmed. Analysis of the returned device found a posterior needle tip separation. The detached needle tip was not returned with the prostyle device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty appears to be related to an interaction of the device with patient anatomy during deployment due to circumstances of the procedure. The returned analysis indicates that a anterior needle to cuff miss occurred. The separated posterior needle tip was a mechanically cut during removal. The cut portion would be small, (approximately 0.5mm). In this case, it is possible the separated portion is still attached to the suture. Regardless, the needle tip was cut, which places the cut outside the body and therefore, unlikely of any foreign body in patient. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with a prostyle device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Analysis of the returned device found a posterior needle tip separation. The detached needle tip was not returned with the prostyle device. No additional information was provided.